Event description:
It was reported that vessel dissection occurred. The target lesion #001 was in the left distal superficial femoral artery, left proximal popliteal artery and left mid popliteal artery with 4.8 mm proximal reference vessel diameter and 3.4 mm distal reference vessel diameter with lesion length 80 mm with 100% stenosis. Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 80 mm sterling sl pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 100 mm ranger drug-coated balloon. Post treatment, the final residual stenosis was noted to be 10%. Per edc, on (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted due to 4 mm x 80 mm sterling sl pta balloon (edc safety query confirmation/other product issue). In response to the complication, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2023, the complication of dissection was resolved and on the same day, the subject was discharged from hospital on clopidogrel.